Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement. Pump error alarm due to connector resistance issue. Pump received with missing retainer, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a power error detected alarm. The customer¿s blood glucose was 25 mmol/l. Troubleshooting steps were provided for power error detected alarm and it was reported that the power error alarm recurred. The insulin pump was returned for analysis.